Manufacturer narrative:
This report was discovered to be a duplicate of pr (B)(4) submitted as MDR number 1218950-2019-08008. Device investigation is completed; please see updated codes in this report.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device failed the etco2 calibration. There was no patient involvement.